Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The device was explanted.

Manufacturer narrative:
Correction: the date of awareness submitted in the initial report was incorrect. The complaint originator (first med-el employee to become aware of the event) confirmed that due to human error the date of awareness was not updated accordingly in the complaint report form submitted to med-el hq on (B)(4) 2017. The correct date of awareness is (B)(4) 2017. All internal records have been updated accordingly.

Event description:
Please refer to the related initial report.

Manufacturer narrative:
Conclusion: damage to the active electrode or further ossification appear likely; however currently available information does not allow identifying a more specific root cause. To determine an exact root cause a device investigation of the explanted device is necessary. Due to contradicting information it remains unclear whether the device has already been explanted.

Event description:
The user was implanted with a spilt array. Per internal registration information, ossification of the cochlea was noted at implantation. Hearing performance with the device was reportedly affected.